Event description:
Nebulizer from vent running continuously. Therapist attempted one time to turn off without success. Tubing to nebulizer popped off from ventilator. Led briefly flashed "safety valve open" then displayed unreadable info in all led windows. Respiratory therapist removed pt from vent and started bagging. Nurse took over bagging and therapist changed out ventilator. No pt injury sustained.